Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Unable to verify excessive no delivery alarm due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Cleared the user settings and programmed pump with the current time and date. Monitored for four days and no unexpected check settings alarm occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that her daughter had diabetic ketoacidosis and high blood glucose. The customer's mother stated that the insulin pump had motor position encoder error alarm, check set alarm, no delivery alarms and motor error alarms. The customer's blood glucose was 437 mg/dl at the time of incident. The customer's mother stated that she treated her daughter's high blood glucose with insulin. The customer's mother stated that her daughter was throwing up. The customer's mother stated that they were able to complete rewind process. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.